Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend was reported via phone call that, the customer had issues with the insulin pump connection and insulin pump shut off. The blood glucose was 180 mg/dl at the time of the incident. Customer declined troubleshooting for the insulin pump shutting off. The device is not expected to be returned for analysis.